Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was clarified that during the original incident, both a serum sample and a csf sample were tested on a siemens bepiii system and a ratio result was issued. This ratio results is then assessed according to a specified cut off. The results were 24.6 (positive). Patient sample is not available for investigation and no additional information is available for further investigation.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient when tested for igg antibodies to (B)(6) and igg antibodies to (B)(6). It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover (B)(6). Refer to medwatch with patient identifier (B)(6) for information on the (B)(6) erroneous results. The (B)(6) results were "repeatedly (B)(6)" on the e601 analyzer. The actual results were not provided. A serum sample was tested on a (B)(6) system and the result was (B)(6). No adverse event occurred. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
It was noted that no medical decisions were made based on the hsv-1 igg results.